Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion and metallosis. Review of invoice history confirmed the femoral head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information: event was previously reported, reference medwatch 1825034-2012-02441.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04203 / 04204).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4. "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loss of range of motion and metallosis. Review of invoice history confirmed the femoral head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in revision operative notes indicates inflammatory/metallosis present and loosening of the acetabular component. The revision operative notes confirm that all component were removed and replaced. Additional information from legal counsel for patient reports blood test results noted as elevated and a tissue pathology report consistent with metallosis.